Event description:
It was reported that during implant of the left ventricular lead, the patient experienced phrenic nerve stimulation. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.